Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: excess pain, deflation and "rippling." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported that before she stopped breastfeeding she had excess pain. Patient reported deflation and "rippling." Device remains implanted. This record for the right side.

Event description:
Device has been explanted. Device was found to be intact at the time of removal.